Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 444 mg/dl. Customer also reported hardware low level failures alarm. Customer was able to clear the alarm and was able to complete rewind. Customer was advised to place insulin pump in storage mode. The customer was also advised that the insulin pump needed to be replaced and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and active current measurement. Device passed displacement test. Pump error 63 alarmed during self test due to broken trace at pin 6 on keypad assembly. Unable to verify audio or absence of alarm due to pump error 63. Device received with high sleep current measurement due to moisture damage on electronic assembly. Corroded force sensor assembly and moisture damage on motor assembly.